Event description:
It was reported that the right atrial (ra) lead pacing impedance measurements of this pacemaker system were greater than 3000 ohms, which was high out of range. A pacemaker header issue was suspected. This pacemaker was subsequently explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right atrial (ra) lead pacing impedance measurements of this pacemaker system were greater than 3000 ohms, which was high out of range. A pacemaker header issue was suspected. This pacemaker was subsequently explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.